Event description:
It was reported that the customer went to the emergency room (ER) due to an elevated blood glucose (bg) level (504 mg/dl) and elevated ketones. While in the ER, the customer was treated with intravenous saline and insulin. The customer was released the following day with no permanent damage. The cause for the reported issue is unknown.